Manufacturer narrative:
The referenced device was not returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to the subsidiary in (B)(4). The evaluation found out that the insertion tube was non-olympus material. Additionally the bending section cover was partially removed, and internal component was exposed. The exact cause of the reported phenomenon can not be conclusively determined. There were no further details provided. If significant add'l info is rec'd, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during colonoscopy, unknown black powder fell into the patient from the referenced scope. The procedure was completed with a similar device. The device had been repaired due to bending section rubber leakage, by a non-olympus party.